Event description:
It was reported that the bd syringe 1ml ll had a syringe needle connectivity issue. The following information was provided by the initial reporter: material#: 309628, batch#: 3041968. Rcc received a complaint via email. When expressing the air from the syringe, after drawing up the izervay from the vial, the needle came off the syringe and medication came out of the syringe. Product number: 309628, lot number: 3041968. Unable to use product. Medication wasted.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - supplemental MDR - syringe needle connectivity issue. One sample and two photos of a 1ml luer-lok syringe were received and evaluated. The sample was received loose along with an empty 'izervay' box carton. Upon evaluation, no defects were found on the syringe, and a bd needle was attached with no connectivity issues. One photo shows the product information on the 'izervay' box, and the other shows a loose syringe placed on the box; however, the reported defect is not visible in the photo. The condition observed is acceptable per product specifications. Furthermore, a device history record review was completed for provided lot number 3041968. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.